Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during left upper segmental resection of lung and thoracoscopy, at the second firing, the left upper pulmonary vein was resected, but the strong bleeding occurred from the one side of the specimen, the bleeding was stopped by ligation. After that, the surgery proceeded with no problem. After removal of the specimen, washed and checked hemostasis, but found that the bleeding also continued from pulmonary vein of the patient side. The surgeon tried to ligature whole vein, but as the dissected length was short, ligatures only the bleeding site and stopped bleeding. The surgical time was extended by less than 30 minutes.